Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced an elevated blood glucose (bg) level of 514mg/dl at its highest. A correction bolus via the pump was delivered and a manual injection was administered to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. Reportedly, the customer reverted to manual injections for insulin therapy.